Event description:
During a hand on demonstration of placing a surgical arm board on a surgical table a nursing students finger was injured when three metal shavings, each the size of a splinter, were embedded in the students hand. The metal shards were removed and the students finger was rinsed with alcohol and betadine. Arrangements are being made to return the device for potential credit and failure analysis.